Event description:
Pt states in 2007, she had an obi trufit plug inserted to attempt repair of an osteochondral defect involving the r medial talar dome. A CT scan in 2008, showed that there was no improvement of the defect and has now increased to 14mm x 14mm (originally was 11mm x 11mm). No other info is available at this time.

Manufacturer narrative:
No product is being returned for evaluation.